Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no vibration on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional, but device did not vibrate.

Manufacturer narrative:
(B)(4).